Event description:
Minimed (medtronic) 770g failure to bolus. Too often I press the bolus button and medtronic has programed an alert rather that actually providing the expected bolus. These alerts are 100% responsible for missing the required injection of insulin. Provide the injection then go to the alert; failure 100% failure. First take care of the medical need then the alerts. FDA safety report ID# (B)(4).